Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had ruptured bladder and the coil cap separated from the housing during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information. H4: the lot was manufactured from may 17, 2019 - may 21, 2019. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladder was ruptured and the red coil cap was detached form the housing. The reported condition of coil cap detachment was verified. No signs of malformed in the housing were observed that would indicate the cause of the coil detachment. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition of ruptured was verified. The cause of the condition was not determined; however, the most likely cause of the condition is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.